Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model and power but shorter length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown and it is unknown if the device failed to perform as intended.